Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. The pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. They were unable to confirm the motor position encoder error alarm due to the erased history file. The pump had a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 55 mg/dl. The motor error alarm occurred several times and customer is on insulin pens. Customer already ate something to manage their blood glucose. Customer feels good and stated that the drive support cap is okay. Customer was advised that the insulin pump will be replaced.